Event description:
It was reported that a device separation occurred. A 1.75mm rotapro and rotawre drive were selected for use. During the procedure, it was noted that the drive shaft was separated. The device was removed together with the guiding catheter. Additionally, when the burr has been removed outside the body, it was found out that the wire was also separated. The wire was removed using a gooseneck snare. The procedure was completed with the original device. There were no patient complications reported post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The proximal end, middle section, distal end, and spring tip were visually and microscopically examined. Inspection of the device did not identify any damages or defects. No fractures of the rotawire were noted, and the rotawire was measured and found to be 330cm in length.

Event description:
It was reported that a device separation occurred. A 1.75mm rotapro and rotawire drive were selected for use. During the procedure, it was noted that the drive shaft was separated. The device was removed together with the guiding catheter. Additionally, when the burr has been removed outside the body, it was found out that the wire was also separated. The wire was removed using a gooseneck snare. The procedure was completed with the original device. There were no patient complications reported post procedure.